Event description:
IV tyelenol being administered. Backcheck valve on IV tubing not functioning. Secondary medication flowing directly into primary bag. IV tubing set up correctly. Clinical educator verified. New tubing hung and medication adminstered without difficulty. Malfunctioning tubing sequestered.